Event description:
(B)(4). I had intense abdominal pain following my procedure. In the six weeks following my procedure, my pain was so intense that I couldn't sit up. I was assured that this was due to the spasming of my fallopian tubes, a side effect that doesn't happen often but would go away. After that six week period, this pain did lessen, but never completely left. I still have times when the pain hits me so hard that I double over and am incapacitated. I have since had the coils removed and am also scheduled for a hysterectomy.